Event description:
The reporter stated the surgeon attempted to implant a aq2010v 3 piece silicone lens. The lens haptic bent prior to insertion into the eye. No patient contact or injury. It was unknown what caused the haptic to be bent. The reporter was unable to provide the injector and cartridge model and lot numbers.